Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4: batch # 329c20. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 6r45b reload was received with no apparent damage and partially fired 1/10 and with the reload lock-out spring normal. No functional test could be performed due to the condition of the reload. No missing staples were noted. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of "missing staple", the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Device history review : a manufacturing record evaluation was performed for the finished device batch number 329c20, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when attempting to fire the device nothing happened. No staples were deployed and the knife did not cut. When the stapler was opened it was noticed the cartridge was empty. A new cartridge was placed in the device to complete the firing. There were no adverse consequences reported.